Manufacturer narrative:
Cam ring fraction. Implant had to removed. Another surgical intervention was necessary. The internal configuration has been severely damaged. This damage appears to have been caused by the removal of the insertion post. Cam ring fraction was caused by overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Cam ring fraction. Implant had to removed. Another surgical intervention was necessary.